Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead failed to advance over the guidewire. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of guidewire insertion issue was confirmed. Final analysis found that as received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was bunched up / over torqued at the connector pin region with the helix retracted and clogged with blood / tissue. A guidewire insertion test was unable to be performed due to the damage found at the connector region. The cause of the reported event was due to the over torqued inner coil at the connector region consistent with procedural damage.